Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior (patch shell bond edge) and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on posterior (patch shell bond edge) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.